Event description:
The initial reporter received questionable elecsys ft4 iii results for multiple patient samples with cobas e 801 module. It was noted that many of the results had data flags attached. The following are examples of questionable results for 4 patient samples that did not have any flags: sample ID (B)(6): the initial result was 23.50 pmol/l. The repeated result was 16.30 pmol/l. Sample ID (B)(6): the initial result was 28.60 pmol/l. The repeated result was 15.60 pmol/l. Sample ID (B)(6): the initial result was 29.70 pmol/l. The repeated result was 14.80 pmol/l. Sample ID (B)(6): the initial result was 31.90 pmol/l. The repeated result was 19.60 pmol/l. The questionable results were reported outside of the laboratory. The reagent lot number was 57294101. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer replaced the pinch valves. The investigation is ongoing.

Manufacturer narrative:
The pinch valves were requested for investigation but could not be provided. After the field service engineer (fse) replaced the pinch valves the instrument was operating within specification and the customer had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.